Manufacturer narrative:
Philips service monitored the system and identified the need for np10 pcb replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently locked up during cases, with np10 pcb suspected on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.